Event description:
Knee up cycles up repeatedly. Side comm board has relay cycling. Tsr said the knee up was running unintentionally. Also the tv was scrolling. Nobody was hurt. He found defective right ucm, replaced the right ucm to correct.